Event description:
During a laparoscopic bypass procedure, one of the two parts of the thermal sealing device fell into the abdominal cavity of the pt. The piece was taken out of the abdomen by the surgeon.

Manufacturer narrative:
The thermal ligating shears in question was not returned; therefore, no investigation could be conducted. No pt info was provided, (B)(6).